Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances measuring greater than 125 ohms. Subsequently the patient underwent a commanded shock to test the integrity of the system. The impedance returned was within normal limits. No further adverse patient effects were reported. This product remains in-service.